Event description:
Three devices (part#cev145b6) were returned to mxi service and repair.

Manufacturer narrative:
Devices (part#cev145b6) were evaluated and indicated that the skirts were broken. Excessive force by the client. Complainant/facility: (B)(6). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: n/a.